Event description:
Procedure: hernia. According to the reporter: I went for adhesion removal from mesh. Right after I had the surgery, my pain got worse, becoming chronic, vomiting, weight loss and nausea from this mesh. They told me I had adhesions. The doctors and specialist told me that the current surgeon that did the surgery refused to remove it and found out adhesion barriers in the us dont work well. Found a surgeon that would remove it and put an adhesion barrier in. He took pictures of my mesh, said may be it could last ten years. Less than a year later, I am sick again with chronic pain and nausea from mesh.

Manufacturer narrative:
(B)(4).